Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to customer's blood glucose level. During troubleshooting, the pump was working as intended. The customer continued to use the pump for insulin therapy.